Event description:
The lead was explanted due to a report of loss of atrial sensing due to dislodgment. The lead was attempted to be repositioned. The physician reports the helix would not retract and the lead was removed.